Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device green tamper tube did not expose during deployment. The tech had to cut the sheath to expose the tube and tampered to a successful close. The procedure was a successful closure. Additional information received on february 11, 2019. The patient was reported to be in stable condition. The patient developed a small hematoma.